Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no allegation of a liberty cycler set malfunction or deficiency.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to get assistance programming tidal / treatment based therapy into their liberty select cycler, which was to include a medicated last fill. There were no reported issues with the fresenius cycler nor were there any allegations that the medicated last fill was associated with an adverse effect from use of fresenius products. Upon follow up, the patient¿s pd nurse reported the patient was able to program the cycler and did not have any adverse effects due to any fresenius device(s) or product(s). The nurse stated the patient was on an (unspecified) antibiotic for the last fill due to an (unspecified) infection. However, the nurse adamantly stated the infection was not related to any fresenius products. The pd nurse stated no further information would be provided about the infection.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.